Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector experienced clogging. The following information was provided by the initial reporter, translated from (B)(6) to english: it does not allow the infuse of the medication, changed the route that infunds medication in resistance.

Manufacturer narrative:
Correction: d1: medical device brand name: bd maxzero needleless connector. H.6 investigation summary: a mz1000-br sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22015361. The feedback provided by the customer indicates a complete occlusion was detected during use of the maxzero device. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015361 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector experienced clogging. The following information was provided by the initial reporter, translated from portuguese to english: it does not allow the infuse of the medication, changed the route that infunds medication in resistance.